Event description:
It was reported to hill-rom that a patient had burns to feet. A hill-rom technician noted that the unit was properly assembled. During an investigation of this product line it was found that it is possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity) due to this failure mode are being reported.